Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that since implant if pt is carrying something, or lifts her harms above her heart or arches her back a certain way pt will feel shocking down her legs. Pt referred to this as an "electrical issue" and said the implant that will be coming out in a year or 2 is supposed to resolve this electrical issue. The patient was redirected to their healthcare provider to further address the issue. Patient services (pss) was not aware of any known issue pt was referring to. Redirected caller: patient's hcp.